Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in 2019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in an unspecified number of 250ml intravia empty containers. The particulate matter was further described as an "elongated fiber or sliver which appears to be made up of the same material of the bag". This was identified during setup and preparation. There was no patient involvement. No additional information is available.